Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms, noise and oversensing. Technical services (ts) discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported.